Event description:
Pt had a cystoscopy and bilateral retrograde pyelogram. Pt was in horrible pain right after this procedure and still has pains. Pt has been to too many drs and was in a hosp for one week. Dr said nothing was wrong with them. Pt was on a lot of antibiotics and other pain medicines. Today is 11/16/01 and pt still has the pains in flank area, mostly right. Pt was in severe pains right after this procedure. They've been to drs, had prescriptions, x-rays, cat scans, etc. Drs want to do exploratory surgery on them. Pt never had pains in their flank area. Pt's gynecologist said they never had a problem. Pt wonders what to do now.

Event description:
Jan/24/02: spoke to reporter by phone. They have no further info about the device used or their diagnosis. Reporter said the doctors don't know if the problem is due to the instruments or the way they were used. Reporter asked to send any new info they receive that may help investigation.